Event description:
The blood glucose device generated a result prior to the test strip being dosed with blood. It was reported meter displayed a 329 mg/dl reading without dosing the test strip and anoher test strip was then inseted which gave a reading of 409 mg/dl without dosing of the second strip either. Reporter stated another test strip dosed read 105 mg/dl which is low compared to normal value which is 120 mg/dl. No treatment received or actions taken reportedly. A request was made for the return of the suspect device and replacement product was sent.